Event description:
It was reported that the customer's insulin pump has a cracked and broken case. The father stated that the motor has come loose on the inside of the case. The caller stated when the customer tried to prime the piston pushes back the end cap. The father stated that he had to hold the back piece in place to get the tubing primed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.